Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume. The patient presented with symptoms of nausea, dizziness and lightheadedness. The patient 'wondered' if the symptoms she had were related to not receiving any drug and having "withdrawal symptoms." The pump was replaced in (B)(6) 2012 and had been filled with medication in (B)(6) 2013. The following month, in (B)(6), the patient had another medication added; however it was noted the pump still had the full amount of medication from the previous filling. An x-ray was done but the results were pending. The patient reported that since the pump was replaced in december, the area around the pump was, and still was at the date of this report, swollen. An ultrasound was done and showed fluid. At times, the patient reported, the pain was "excruciating' around the side of the pump. The patient also stated that since the pump was implanted, she had been getting weaker rather than stronger. The physician reportedly decreased the baclofen, hoping the patient would have more spasticity in her legs and "would be stronger and able to stand up straighter." There were no alarms heard from the pump. The pump was delivering baclofen. Morphine was reportedly also in the pump at one time, but then had another unknown drug that was supposed to 'act like morphine,' but with 'less side effects.' The patient's next scheduled appointment was the end of (B)(6).